Event description:
It was reported that shaft fracture occurred. An angiojet solent omni was used for thrombectomy procedure. During the procedure, the chamber is filled and the solution does not pass to the distal part of the catheter. It was noted that there was a fracture in the catheter and the pump was leaking. The defect had no contact with the patient. The procedure was completed via alternative method. There were no patient complications reported.

Event description:
It was reported that shaft fracture ccurred. An angiojet solent omni was used for thrombectomy procedure. During the procedure, the chamber is filled and the solution does not pass to the distal part of the catheter. It was noted that there was a fracture in the catheter and the pump was leaking. The defect had no contact with the patient. The procedure was completed via alternative method. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an angiojet solent omni catheter. Inspection of the device revealed shaft kinks and a supply line separation. The catheter was unable to prime and the console issued an under-pressure alarm message which caused the pump boot to overfill with liquid. Inspection of the device revealed a supply line separation and effluent line kink/perforation were located at 92 cm from the pump. Media was returned in the form of a video. The video was reviewed which showed the alleged leak. Media review in conjunction with lab analysis was able to confirm the alleged complaint.